Event description:
During a reprogramming session, it was noted that several contacts had high impedances. The patient also reported intermittent stimulation. During a revision procedure the lead was replaced.